Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the patient was not moved but the electrophysiology procedure was completed on the same system after multiple reboots. Although it had initially been reported that a serious injury had occurred, the additional information received clarified that there was no harm or injury related to the reported issue. The reported patient impact was a longer than anticipated procedure duration. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that during a procedure, the flexvision monitor flickered on and off twice, then completely shut down. The customer rebooted the system and the monitor came back up. However, the previous display settings were lost and they were unable to change the display layout. The patient was moved to another room to complete the procedure. The report indicated that there was a serious injury; however, no further information regarding the harm has been provided to date. An investigation into this complaint has been initiated by philips.